Manufacturer narrative:
(B)(4). The device history record review could not be conducted since the lot number was not provided. The device sample is reportedly unavailable for return. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: it was reported that during a sacral spinal fixation, after the suturing device did not capture the bullet, the bullet remained inside the patient. The surgeon attempted to pull on the suture to remove it, but it broke leaving the bullet embedded inside the patient. There was no reported patient injury.